Event description:
It was reported to the manufacturer that the vns pt has been experiencing an increase in seizure activity. It is unk if this increase is above pre-vns baseline level. The relationship between the increase and vns therapy is unk at this time. It is unk if any interventions have been planned or taken for the reported event. Good faith attempts to obtain additional info regarding the reported event have been unsuccessful to date.